Event description:
During the atrial fibrillation procedure, after the agilis introducer sheath was inserted into the patient, air was aspirated before catheter insertion. The agilist introducer sheath was replaced and the procedure completed with no adverse patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of an air leak could not be conclusively determined.